Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. Oversensing of the noise lead to inappropriate anti-tachycardia pacing (atp). The lead was explanted and a new lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.